Event description:
Blood started leaking out through svo2 lumen port.

Manufacturer narrative:
Leakage was observed between the 5 cm lumen and the optics lumen. The leakage was found to be occurring from inside the backform. A cut down was performed and the leakage is due to an air bubble inside the backform at the ends of the extension tubes.